Manufacturer narrative:
Cubby beds has attempted to obtain additional information relevant to the investigation of the event of broken safety sheet locks. Follow up attempts:(B)(6) 2024. Photos of the damaged locks were requested but not received. The attempts for additional information and photos were unsuccessful and no additional information was made available for this investigation. The manufacturing process utilized by cubby beds' supplier of bed frame poles includes an inspection of the hardware box for each bed to ensure that two locks and keys are included in the box, and that the frame hardware box is placed in the frame poles box. The relevant inspection checklists were reviewed, and no nonconformances were found. Based on the information obtained for this investigation, the locks were being used for a period of time prior to the report of the child breaking the lock, therefore it can be concluded that the locks were conforming (functioning) prior to the event. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
The mother noted that her daughter had broken the lock on the sheets, unzipped them, and escaped through the bottom. She clarified that only the plastic piece of the locking loop (the material where the lock connects) was broken, not the entire mechanism. The mother confirmed there was no injury as a result of this event.